Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A report from the china health authority indicated that during an intraocular lens (iol) implantation procedure, while injecting the viscoelastic agent and advancing the iol for implantation into the patient¿s eye, the lens was found to be damaged. The defective lens was initially used on the patient but did not cause any harm. It was subsequently explanted and replaced with a new lens during the same procedure, which was completed successfully. Additional information was requested.